Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device code (B)(4) - use after expiration. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the product was used after expiration. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, domestic instructions for use, states: note the product use by date specified on the package. The investigation determined the reported device expiration issue appears to be related to the use error. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that on (B)(6) 2019, two unspecified stents and balloon angioplasty was performed in the mid-distal right coronary artery. Per imaging of the right coronary arteries, a proximal posterior descending (pd) artery aneurysm (7-8mm) was noted with extravasation, suggestive of a rupture. Reportedly, the possible perforation was probably due to the guide wire. As treatment, balloon angioplasty was performed. It was then decided to place a 2.8x19mm graftmaster stent for the aneurysm and for the perforation. A graftmaster stent was implanted without reported issue and standard protocol post-dilatation was performed with complete resolution of the aneurysm and the contrast extravasation. Reportedly, the outcome was great and the patient was discharged home after 48 hours with no issues nor complications. The graftmaster stent was implanted after the labeled expiration date. No additional information was provided regarding the graftmaster.